Manufacturer narrative:
Correction (g3): the correct date received by manufacturer is november 10, 2025; not november 11, 2025, as previously reported in initial MDR [6000034-2025-04365]. Per the clinic, the patient also experienced poor performance since activation. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at implant site. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.